Event description:
During follow-up, the device read an incorrect battery impedance measurement. Technical support was contacted and suggested reprogramming the device to resolve the issue. The patient will be monitored and the programming changes will be made in the next follow-up. The patient was in stable condition.

Event description:
Additional information was received that the device was explanted due to normal eri.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Additional information was received that the device was explanted and replaced. The patient was in stable condition following the procedure.